Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 517 mg/dl. Customer consumed 22 grams of ice cream and a bake potato and bolus as intended. Customer alleged that lack of sleep may have affected bgs as well. Tandem technical support performed a system check on the pump and determined the pump was functioning as intended. Customer delivered a correction bolus to address high bgs. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.